Manufacturer narrative:
Cpi examination concluded that due to the location and type of damage it is likely this was caused by entrapment in the clavicle/first-rib region. Pmi visual examination at pmi found prox end 9" long returned. Slightly damaged pin (instrument marks?) Coil intact. Abraded area 61/2" from prox end. Hole through insulation 1/8" long. Tubing appears compressed on both sides of abraded area. Tand and black particulate inside lumen. Scratch at distal end of strain relief. Slight flattened/abraded area approx 5" from end. No conclusion can be drawn.